Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. The field service engineer (fse) reported that the customer repaired the unit, which is back in use, and no repair information was provided. A supplemental report will be sent if additional information is provided. Not returned to manufacturer.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Event site name was shortened due to character limitations. The complete name is (B)(6).

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) needed a functional check of the power supply.